Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 800 mg/dl. The customer had symptoms such as vomiting and treated with manual injections. The customer's blood glucose value was 259 mg/dl at the time of the call. Customer reported that the high blood glucose levels began during the morning. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The customer also reported no delivery alarm and stated that the alarms are not registering in the insulin pump. The customer was advised to replace insulin pump because the insulin pump was not recording history correctly. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Unable to confirm excessive no delivery alarms due to motor error alarm. Pump passed displacement test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was received with cracked battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked case near display window corners and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.